Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self-test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that multiple stuck key alarms were found on 02/08/2025 20:11:25.000 through 02/08/2025 23:39:24.000, with several alarms noted. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. However, during deconstructive analysis, corroded keypad flex connector gold traces were noted, in addition to corroded keypad connector on pcb1. Stuck key alarms and keypad anomaly was due to corrosion on the electronic assembly. The following cosmetic damages were noted: cracked case (battery tube), cracked case, scratched case, and pillowing keypad overlay. In conclusion customer allegations were confirmed when corroded keypad gold traces and keypad connector on pcb1 were noted, in addition to several stuck key alarms noted in adapt. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a stuck button alarm. The customer reported no adverse events. The event involved the product mmt-1885. Troubleshooting was performed, and the customer stated they did not press a button down for 3 minutes or longer. Insulin pump was exposed to altitude change. The customer removed and reinstalled the battery cap without removing the battery, but the pump did not return to normal function. Customer was advised to discontinue use of the device and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer confirmed the device would be returned.